Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was 109 mg/dl at the time of incident. Customer said that there was a black circle on the screen and the time was advancing but none of the buttons were working, so they took the battery out and got a button error. Customer said that insulin pump was working fine when she went to sleep and it woke her up beeping this morning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly and no display anomaly or button error alarm noted during testing. Device had intermittent up and down buttons response due to corroded keypad traces.